Manufacturer narrative:
Patient age at time of event: (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the vessel below the knee. After a guidewire crossed the lesion, a 3.00x38mm promus premier drug-eluting stent was advanced but the device became stuck on the wire. Both of the devices were removed together. Using the same wire, a new promus stent was then and advanced and deployed which completed the procedure. No patient complications were reported and the patient's status was fine.